Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed five months after placement. Fibrous tissue was reported to have formed around the implant.